Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. There were two guidewires involved; however, which guidewire was fractured was not mentioned in the article. There is a potential that the asahi guidewire could be fractured during the procedure, and thus it was concluded this incident is reportable. Complaint list was review. No complaint for the suspicious guidewire was reported from the user facility. Device evaluation could not be done because the device was not returned. Investigation of the production record could not be performed as lot information was unavailable. Based on the obtained information, it was presumed that tensile stress exceeding the product's design limit might be inadvertently given to the guidewire while its distal segment was trapped by the deployed bvs struts. Although device investigation and lot history review could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of a product deficiency. Instructions for use states: - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
According to an article titled "unexpected entrapment of a guidewire by bioresorbable vascular scaffold deployment at a calcified coronary lesion" in the eurointervention (2016;12:874), a guidewire became fractured during a pci to treat a heavily calcified lesion in the mid rca. When pre-dilatation was done, a long dissection was found in the mid rca. Because a bioresorbable vascular scaffold (bvs) could not cross due to calcification, a non-asahi guidewire and an asahi guidewire were used to perform buddy wire technique. The two guide wires were advanced to deploy a bvs in the distal rca. After post-dilatation, one guidewire (not mentioned which one) became stuck in the distal edge of bvs during wire removal. A channel was made with a non-asahi microcatheter and a small balloon in order to retrieve the stuck guidewire safely; however, the guidewire became fractured and its distal segment remained in the proximal to mid rca. Another bvs and a des were deployed in the proximal rca and the ostial respectively; the des was used to treat the dissection. Optical coherence tomography was taken to confirm expansion of bvss and des. The separated wire fragment remained in the mid rca.